Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that when the "apply to patient" selection was chosen during a laser assisted cataract procedure, a system message displayed. The system message was cleared by following the routine error clearing protocol and by performing the beam steering check as prompted by the laser. Once in the operating room, the capsulotomy appeared to be free floating. However, after the nucleus was removed an anterior capsule tear was noted. The anterior capsule tear began at 6 o'clock and extended into the posterior capsule. There was no vitreous loss and a three piece intraocular lens was implanted into the sulcus to complete the procedure with no further harm to the patient.